Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had moved towards the spine causing intermittent and undesired stimulation. The patient underwent an explant procedure.